Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), fatigue ("fatigue"), infection ("infections"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (she underwent a bilateral salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, back pain, fatigue, infection, myalgia, arthralgia, pelvic adhesions, alopecia and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, fatigue, infection, menstrual disorder, myalgia, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), fatigue ("fatigue"), infection ("infections"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (she underwent a bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, back pain, fatigue, infection, myalgia, arthralgia, pelvic adhesions, alopecia and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, fatigue, infection, menstrual disorder, myalgia, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections and pelvic adhesions. Previously administered products included for an unreported indication: ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 for contraception as well as ethinylestradiol;norelgestromin (ortho evra) since 2005 to (B)(6) 2014, naproxen, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In january 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), pain ("generalised pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral complete salpingectomy, explatory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the back pain and pain was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and bladder/ urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events bladder problems, urinary problems, vaginal discharge were added. Outcome of events urinary tract infection, pelvic pain were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections and pelvic adhesions. Previously administered products included for an unreported indication: ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception as well as ethinylestradiol; norelgestromin (ortho evra) since 2005 to (B)(6) 2014, naproxen, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), pain ("generalised pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral complete salpingectomy, explatory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the back pain and pain was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and bladder/ urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Lot number: 58565-not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections, pelvic adhesions and herniated disc. Previously administered products included for an unreported indication: motrin and ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria, inflammation, uti, pelvic discomfort, blistering of mouth, muscle ache, joint pain, low back pain and vitamin d deficiency. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception as well as ethinylestradiol;norelgestromin (ortho evra) since 2005 to (B)(6) 2014, naproxen, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), pain ("generalised pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral complete salpingectomy, explatory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the back pain and pain was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and bladder/ urinary problem events. The device was placed easily with 3 trailing coils. A similar technique was used on the right with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Lot number: 58565-not valid . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, fatigue, alopecia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received. Reporter information, medical history and auto narrative supplement and rcc were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections and pelvic adhesions. Previously administered products included for an unreported indication: ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception as well as naproxen, nsaids and paracetamol (acetaminophen) since september 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions") and pain ("generalised pain"). The patient was treated with surgery (bilateral complete salpingectomy, exploratory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and pain was resolving and the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections and pelvic adhesions. Previously administered products included for an unreported indication: ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as naproxen, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions") and pain ("generalised pain"). The patient was treated with surgery (bilateral complete salpingectomy, explatory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and pain was resolving and the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: plaintiff fact sheet received : events - abnormal bleeding (vaginal, menorrhagia), urinary tract infection, depression, dyspareunia, fatigue, generalized pain, device monitoring procedure not performed were added. Lot number , lab data essure removal date were added. Historical and concomitant conditions drugs were added. Product, patient and reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage, multiple caesarean sections and pelvic adhesions. Previously administered products included for an unreported indication: ortho evra patch from 2005 to (B)(6) 2014. Concurrent conditions included dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as ethinylestradiol;norelgestromin (ortho evra) since 2005 to (B)(6) 2014, naproxen, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychiatric problems condition:anxiety and mental anguish") and depression ("psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), myalgia ("muscle ache"), arthralgia ("joint pain"), pelvic adhesions ("pelvic adhesions"), pain ("generalised pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral complete salpingectomy, explatory laparotomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the menstrual disorder, fatigue, myalgia, arthralgia, pelvic adhesions, alopecia, anxiety, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the back pain and pain was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, myalgia, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and bladder/ urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Events bladder problems, urinary problems, vaginal discharge were added. Outcome of events urinary tract infection, pelvic pain were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.